Event description:
It was reported that patient (pt) reached out to healthcare provider (hcp) stating there was pain around their right implantable neurostimulator (ins) site. Pt noted they had a rib fracture in the summer and thought that was causing the pain. Pt then reported they could no longer feel their ins and thinks it fell into their chest cavity. Pt also reported they are having trouble with the recharging unit and programmer, pt stated it takes them too long to recharge their ins to the point where they just turned off their ins and stopped charging it. Pt stated that it does not bother them too much that they do not have benefit from the device being off but they would like to have stimulation back. Hcp then mentioned pt's device history noting that the previous replacements happened after their batteries had depleted. Hcp also noted that the essential tremor the pt has had has been difficult to manage and has at times gotten worse. Hcp talked to the patient about the ins dropping into their chest cavity and clarified that there is really no way for that to happen. Hcp also told the pt they could palpate the pt's device and other available options but pt opted to get their old ins model back. Risks for the surgery were discussed with the pt, ad hcp noted that the battery has dropped down slightly so they planned to place the new one in a slightly more superior location. Findings of the procedure included no sign of infection, no hardware damage, and normal impedance measured. No complications were noted in the surgery. Additional information was reported from healthcare provider (hcp). Hcp reported the rib fracture was unrelated to the device. Hcp reported the cause of the battery dropping down slightly was unknown and the cause of the implant taking too long to recharge was poor connection caused by user error. Hcp reported the ins was discarded. Hcp reported the pain around the implant site was resolved but the tremor issues have not resolved yet. Hcp noted that the cause of the troubles with the recharger and programmer could have been poor connection, or user error. Hcp reported the steps taken to resolve the external device issue was the patient deciding to switch to a non-rechargeable implant which was mentioned previously.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.